Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify memory or history anomaly and possible under delivery anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high and low blood glucose readings. The customer's blood glucose readings ranged from 41 to 440 mg/dl. Customer treated the high reading with the insulin pump and the low reading with food. Customer thought the insulin pump was not properly recording the bolus history. Customer reviewed history and found that a bolus was missing from the history. The customer was advised to discontinue use of the device and revert to a back-up plan. The device was replaced and will be returned for analysis.